Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. The companion sample that was returned had no apparent defects; however, testing was unable to be performed due to the size of the sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was received and evaluation is pending. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an infection (unspecified) after undergoing a surgical procedure in which a vascu-guard patch was used. The cause of the infection was not reported. The patient had undergone a right carotid endarterectomy with patch graft angioplasty due to carotid stenosis. Twenty three days post-surgery, the patient presented to emergency department (ER) with the neck wound from the carotid surgery bleeding (unspecified amount) and the wound was further described as open 0.25 inch. It was reported that the wound had been draining since the surgery and the patient had been on keflex for the past five days (dose, frequency, and route not reported). The ER physician reported that there was wound dehiscence with active bleeding and could not determine if it was from the patch. Pressure was held to the right side of the neck with sterile dressings until the patient was taken back to the or (operating room). The or surgeon reported that the vascu-guard patch was infected and was mush (no further detail was provided). A right neck carotid artery reconstruction with left leg saphenous vein graft harvest was performed. No further information was provided regarding further treatment or the patient's outcome from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Visual inspection of the companion sample did not identify any abnormalities that could have contributed to the reported condition. Scanning electron microscopy, differential scanning calorimetry, and amine index testing showed no evidence of reduced product function. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.